Event description:
A (B)(6) man with a prior history of af was treated with radiofrequency ablation using nmarq and thermocool sf nav bi-directional catheters. Postoperatively, the patient developed left sided pleural effusion and pneumonia. During the hospitalization antibiotic therapy had been initiated. Few days later, chest x-ray showed no pleural effusions. The patient was discharged from the hospital in good general condition on (B)(6)2015. Sixteen days later ((B)(6) 2015), the patient presented to the emergency room with neurological signs. MRI of the brain showed air micro emboli. 6 days later, the patient developed a cardiac arrest. Without any response to cardiopulmonary resuscitation, the patient was pronounced dead on (B)(6)2015. The physician¿s opinion regarding the cause of this death event might be due atrial esophageal fistula, however, the post mortem report hasn't been released yet. Settings during the index procedure included: cti line 8 x rf applications nmarq 25watts and 9 x rf applications thermocool sf 45watts variable times. Lupv 4 x rf applications with nmarq all 25watts for 60s llpv 4 x rf applications with nmarq 3 x 25watts for 4s, 3s and 60s and 1 x 20w for 60s rupv 3 x rf applications with nmarq all 25watts for 60s rlpv 2 x rf applications with nmarq all 25watts for 60s la roof 8 x rf applications with nmarq all 25watts variable times (total application time 333s) ant la wall 1 x rf application nmarq 25watts for 45s there is no confirmation that esophageal temperature was monitored. Destino 10f sheath was used. The bwi awareness date for this event is (B)(6) 2015.

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. As lot # 17071332l was provided, the device history record(s) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4). Bwi concomitant products used: product name: webster® cs catheter with ez steer¿ technology and auto idus catalog #: bd710df282ctlot #: 17153714mproduct name: cool flow tubingus catalog #: cft001lot #: 406124product name: carto3 ref patchus catalog #: crefp6lot #: ll006335 product name: nmarq catheter interface cable 10 ft 34 to 34us catalog #: d133701lot #: 16069699lproduct name: webster¿ electrophysiology catheter with auto idus catalog #: f5qf005ctlot #: 17167259mnon-bwi products used: electrode return plate (covidien (B)(4)), destino steerable guiding sheath 10f ((B)(6)), truwave pressure monitoring set (edwards lifesciences lts), si avanti 6f std w/gw no obt (cordis corp.), (B)(4) (adult) cardiac angio procedure pack (kimal plc), introducer 071101a 7f 11cm enh insert ts (medtronic ltd), introducer 081101a 8f 11cm enh insert ts (medtronic ltd), transeptal needle 98 cm adult brk (st. Jude medical (B)(4)) and niopam 340 200ml (uhl). F) manufacturer's reference # pi1-tb3c1h is related to the same event.g) manufacturer's reference #: pi1-tgbfq4

Manufacturer narrative:
On july 30th 2015, additional information was received: that atrioesophageal fistula and endocarditis were excluded as cause of death by the autopsy.